Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 27th jan 2026, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further investigation. However, the sensor was not returned by the time of complaitn closure. Dms records show that the user was inserted with a new sensor on (B)(6) 2026. A review of the in-vivo sensor glucose data showed occasional sg/bg mismatch. However, the raw sensor data did not reveal any anomalies. The root cause of the observed discprepancies could not be further investigated without the physical device returned. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance, or possible issue with the sensor itself. The user was provided with a sensor replacement as part of the resolution.